Manufacturer narrative:
According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 standard capacity with needle biopsy forceps was used in the stomach or colon during a biopsy procedure performed on an unknown date. According to the complainant, bleeding was noted after the procedure. The patient was re-hospitalized and underwent transfusion. Reportedly, the patient was ¿without real risk factors¿ for hemorrhagic events.